Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause could not be determined.

Event description:
On october 12, 2017, olympus medical systems corp(omsc) received a literature titled ¿study in treatment results after laparoscopic rectal resection using 3d endoscope system¿ that was made in public in japan digestive disease week in october 2017. The literature reported the study result of 24 cases between august 2014 and december 2016 compared with the result before introducing the olympus 3d endoscope system to the facility. The literature reported that complications after the surgery using the 3d endoscope were wound infection (one case), anastomotic leakage (one case) and paralytic ileus (two cases). Complications of surgery using normal endoscope were wound infection (two cases) and anastomotic leakage (six cases). In conclusion, the literature stated that the rectal resection using the 3d endocope system possibly bring improvements in accuracy in the procedure less invasive results to the operator and the system is very useful device especially for young surgeons. Omsc review the sales history record for the facility and confirmed olympus ltf-s190-10 possibly used in the procedures. This is two of four reports.